Event description:
It was reported that the patient connector of a uv flash transfer set would not connect to a titanium adapter. This occurred during patient use. The titanium adapter was still in use with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was determined to be a manufacturing issue, resulting in a defective patient connector component. In order to address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed and there were no issues found during the manufacturing process of this lot. The sample was received for evaluation. Visual and leak tests were performed and no issues were noted. Clear passage and functional tests were performed and no issues were noted. However, the connector was measured and found to be out of specification. Therefore the sample was confirmed for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.